Event description:
The customer reported to a philips account manager that a ECG trunk cable had failed while in use on a pt. A 12 lead ECG could not be acquired. The customer stated that no adverse pt impact was caused by this failure.

Manufacturer narrative:
(B)(4). The customer reported to a philips account mgr that a ECG trunk cable had failed while in use on a pt. A 12 lead ECG could not be acquired. The customer stated that no adverse pt impact was caused by this failure. The customer identified that the trunk cable had failed. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.